Manufacturer narrative:
(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. This sample is for tc (B)(6). The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and the bottom jaw missing from the device. The bottom jaw was not returned. The rotation tab was also slightly bent. The sample appears used as there is biological material present on the device. First, the trigger cycle was completed. Functional inspection could not be performed due to the condition of the returned sample. However, the device was disassembled in order to inspect the internal components. It was found that the clips were out of position and stacking on one another in the channel. It was also observed that the channel pivot holes for the bottom jaw were damaged. The pivot holes were oblong in shape and the damage appeared to have been caused by a significant side pressure applied to the hole by the bottom jaw. Based on the observed damage, it appears that the bottom jaw was being pulled out of the device which caused side pressure to be applied to the pivot holes leading to the deformation. After the pivot holes became damaged, the jaw was easily able to detach from the channel and fall out of the device. As the jaw was being pulled, the jaw could have also become damaged to the point, where the clips were unable to load properly. The sample was returned with 7 clips remaining in the channel indicating that 8 clips were fired by the end user. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that unintentional user error caused or contributed to this event. The reported complaint of "tip of applicator broke" was confirmed based upon the sample received. The sample was returned with the bottom jaw missing from the device. It was found that the channel pivot holes for the bottom jaw were oblong which appeared to have been caused by a significant side pressure applied to the hole by the bottom jaw. Based on the observed damage, it appears that the bottom jaw was being pulled out of the device which caused the side pressure on the pivot holes. After the pivot holes became damaged, the jaw was easily able to detach from the channel and fall out of the device. As the jaw was being pulled, the jaw could have also become damaged to the point, where the clips were unable to load properly. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Based upon the observed damage, unintentional user error caused or contributed to this event.

Event description:
It was reported that the device was used intraoperatively but failed to deploy correctly. Clips were bent and mis-sharpened. When attempting to remove defective clips from the 2nd device the metal tip of the applicator fell off. There was no patient injury.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73h1800139 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the device was used intraoperatively but failed to deploy correctly. Clips were bent and mis-sharpened. When attempting to remove defective clips from the 2nd device the metal tip of the applicator fell off. There was no patient injury.